Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 14, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 11, 3331, 4116, 3221, 4315). The returned sample was visually inspected upon receipt, it was noted that the port, were the sparger assembly is normally attached, was broken off. The sample was unable to be tested due to the damage to the port. Therefore, a definitive root cause could not be determined. The retention sample from the same part and lot number was set up to be leak tested by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and no leak was detected. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, it was noticed that blood had attached to the bpm cable-head. Leakage from the shunt sensor during circulation was suspected. There was no discrepancies between the values measured by the cdi system and the laboratory-measured values. No errors were reported during gas calibration. No patient involvement.